Event description:
An ophthalmic surgeon reported that the cutter didn't work continuously during a vitrectomy procedure. After pressing the footswitch, the 23 gauge cutter worked for a while and then stopped. The surgeon tried again, pressed the footswitch and the cutter worked for a while and then stopped. The surgeon replaced with a new standalone cutter and completed the surgery with no harm to the pt.

Manufacturer narrative:
The customer reported one (1) 23ga probe for intermittent operation (cutter would work, and then stop). The sample was visually inspected and found to be conforming. The sample was functionally tested and found to be conforming for aspiration and actuation; nonconforming for cut (chews). The probe was disassembled and the components inspected. The inner cutter exhibited significant wear marks on the cutting edge. The shaft of the inner cutter exhibited heavy wear marks. The complaint of intermittent operation of the 23ga probe was possibly caused by user handling during the surgery. Wear marks along the shaft of the inner cutter is an indication that the probe was actuated/used in the slightly bent condition although it was not obvious when the probe was evaluated visually. From the outside, the probe looks normal and straight. The associated lots ((B)(4)) were released based on the manufacturer's acceptance criteria. The nonconformance for cut was caused by the significant wear on the cutting edge, which indicates that the probe was initially working properly and only damaged sometime during surgery. (B)(4).